Event description:
Customer reported hole in tubing at unspecified location. It was not known if the product was used on a patient. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Set was discarded at the facility. The lot number was identified. Review of the lot history record is forthcoming.